Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that a couple of days after the surgery, they could hardly walk due to issues with their leg. The patient stated that on the first day after returning home, they contacted their healthcare provider (hcp) because they experienced numbness in their leg. The healthcare provider (hcp) recommended lowering the stimulation to see if it was causing the issue, but the problem persisted, leading the hcp to advise turning the stimulation off. The patient further reported that their leg was still numb, and their doctor suggested relocating the battery as they believe it is pressing on a nerve in the patient's leg. The patient mentioned that the surgery to relocate the battery is scheduled for thursday. The patient was redirected to their healthcare provider (hcp) for further ev aluation and resolution of the issue.